Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable and add gel) has been confirmed. Upon investigation the cable ECG ¿a + b¿ to the front therapy pad was cut. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was damaged and experiencing add gel messages.